Event description:
Per the clinic, the patient developed an infection around the abutment. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). After 3 days of treatment, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.